Manufacturer narrative:
Review of the black box data and alarm history revealed records of call service 087 alarms. On investigation, the issue was duplicated on investigation during startup. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated the pump emitted an alarm instructing the user to remove the battery to silence the alarm. The user was unable to confirm or provide any further information as to what alarm was displayed. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported because there is the potential for long-term cessation of insulin delivery to the patient if the pump is unable to operate as intended after the alarm.